Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent. Please see scanned pages.

Event description:
It was reported through literature that the patient had an infection of their interstim system. The device was explanted. Van voskuilen ac, et al. "A long term results of neuromodulation by sacral nerve stimulation for lower urinary tract symptoms: a retrospective single center study." European urology. (Switzerland) feb 2006; 49(2):366-72.